Manufacturer narrative:
Manufacturing history has not been provided to date. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that on (B)(6) 2013 during an orif procedure to repair a femur fracture, the lag screw drill fractured. The fractured piece of the drill was retained by the patient. The procedure was completed with a different type of screw resulting in a thirty (30) minute delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component shows evidence of excessive wear. The root cause of the event was most likely due to component being used beyond it's useful life and torsional overload.